Event description:
Procedure type: prostate surgery. According to the reporter: while suturing the venous plexus, the needle broke inside of the instrument. Nothing fell into the cavity. After the procedure, the broken tip came out of instrument. The procedure was completed with another instrument.